Event description:
On (B) (6) 2010, the patient reported that for the past 2-3 weeks, she has had blood glucose readings hat are higher than her normal range of 160-180 mg/dl. She said, her last reading today was 266 mg/dl. She had no symptoms. She stated her insulin infusion headset and tubing have been in use for 3 days and the adapter has been in use for over 1 month. She was advised to change her headset every 2-3 days and the adapter with every 10th cartridge change. She stated, the insulin cartridge has been in use for 1.5 weeks and was advised it should be changed at least every 6 days. She was educated on using a partially filled cartridge. She said, she uses cold insulin to fill her cartridge and inserts the cartridge into her infusion device cold. She was advised to allow insulin to reach room temperature. Complimentary adapters were sent. On follow up with the patient on (B) (6) 2010, she stated, she changed her process and is now changing her headset every 3 days, cartridge at least every 7 days, and the adapter every 10th cartridge change. Her blood glucose readings have returned to her normal range. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.